Event description:
It was reported a spectrum pump alarmed air in line. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the air in line alarm by loading a set and running a test infusion. The fluid number readings from the upstream sensor were found to be below specification. Low readings caused the device to have increased sensitivity to false air in line alarms. This condition was caused by a failed upstream sensor. The upstream sensor and pusher were replaced.